Event description:
Per the clinic, the patient experienced a performance decrement with device use. The device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the results of the integrity test system indicated evidence of multiple electrode anomalies, not as previously reported neither evidence of malfunction of the receiver / stimulator nor electrode anomalies. This report is filed (B)(4) 2013.